Event description:
It was reported by nursing staff that an error message occurred on two separate occasions. The medtronic representative was unable to duplicate the error. The recovery disk was run after each report of the system error message, but the error continued to occur. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis identified system error messages due to hard drive corruption. The software was reloaded, which resolved the issue.